Event description:
It was reported that remaining battery longevity was overestimated. The device was explanted and replaced prior to reaching elective replacement indicator (eri) voltage level. The patient was in stable condition.